Manufacturer narrative:
On (B)(6) 2016 the field service engineer (fse) was at the customer site and observed intermittent erratic hgb results and intermittent rocker bed forward errors. The rocker bed cable was hitting the hgb lamp. The fse secured and rerouted the hgb power cable. Platelet results were not mentioned by the fse during service according to the service notes. The fse returned and replaced the rocker bed sensor and the rocker bed cylinder to fix the rocker bed errors. The repairs were verified per established procedures. The cause of the erroneous hgb results is attributed to the rocker bed cable coming in contact with the hgb lamp. The cause of the erroneous plt results cannot be determined from the provided information. Patient information was not provided by the customer. Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting.  This MDR report is a result of that retrospective review.  Bec internal identifier - (B)(4).

Event description:
The customer reported that their coulter lh 780 hematology analyzer was generating erroneous low hemoglobin (hgb) and high platelet (plt) results. There was no report of erroneous results reported out of the laboratory. There was no report of change or effect to patient treatment in connection with the reported event. Patient data was not provided by the customer for this event.